Event description:
The act diff analyzer generated erroneous low hemoglobin (hgb) and platelet (plt) results without instrument generated flags on two patient samples. The operator questioned the results and the original specimens were sent to a reference lab to be re-tested. The hgb and plt results obtained at the reference lab were higher. No erroneous results were reported out of the lab. No death or serious injury, no change to patient treatment is associated with this event.

Manufacturer narrative:
Qc is run every morning. Qc was run before and after this event and results were within acceptable limits. A field service engineer (fse) was dispatched: the fse inspected the instrument and found the wbc bath dirty with large particles suspended in the bath, too large to fit through the drain port. This intermittently could cause an incomplete drain, lowering the primary dilution cell count. The fse cleaned the bath and replaced several hardware components. The fse then verified the instrument's performance. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.